Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connection between the tube and the connector was loose and disconnected during use. This occurred with 2 tracheal tubes. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The defective product was not returned. One unopened package from the same lot was returned along with three photographs. No defects could be detected in the photos. Visual inspection found no defects were detected in the returned sample. Separation between the connector and tube was 8 mm, out of the tolerance of 9 mm ± 0.5mm. Failure mode is confirmed. Root cause was not identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.g5 is unknown.